Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the pericardial drain was used and the guide wire unraveled (the mesh disassembled) during withdrawal. There were no reported adverse effects to the patient as a result of the product problem.